Manufacturer narrative:
The reported malfunction was observed during review of the activity logs, however, the reported problem could not be duplicated with the device. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.